Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the anterior communicating artery (acom) using penumbra smart coils (coils). During the procedure, the physician attempted to place a smart coil; however, the smart coil would not advance within its introducer sheath. The smart coil was therefore removed. The procedure was completed using another smart coil with the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact to the proximal end of the pusher assembly. The embolization coil was detached from the pusher assembly. Bends were present approximately from 73.0 cm to 83.0 cm from the proximal end. The pusher assembly was able to advance through the 0.0159 inch ring gauge and the mid-joint od was within specification. Conclusion: evaluation of the returned smart coil revealed pusher assembly with a detached embolization coil. The embolization coil and introducer sheath were not returned for evaluation. The mid-joint od was within specification. The root cause of the reported inability to advance the smart coil within its sheath was unable to be determined. Further evaluation revealed bends along the length of the pusher assembly. Based on the reported complaint, the bends are likely incidental to the reported complaint and may have occurred during packaging for return to penumbra. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.